Event description:
It was reported that there was system failure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the right plunger case was cracked. During set-up for flow testing, the reported problem was duplicated. The root cause of the reported issue was found to be the size pot had contamination. Replaced size pot. (UDI) is unknown. No product information has been provided to date